Event description:
It was reported that a bottle of nail polish broke onto the pump and the wake button is now stuck down due to the nail polish. The device still turns on when plugged into a power source. There was no impact to customers blood glucose level.